Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there were high impedances, #11- 25,890. #12- 25,890. Impedance check done. Rep was able to reprogram around impedances and pt got same coverage and relief. He had a fall 6 months ago and has been dealing with other issues so unable to come in until today. The cause was potentially a fall six months ago. Pt noted new discomfort when he would turn device on after his fall. Left off until today. Pt came into clinic today and we were able to reprogram around the impedances. Pt left very happy as his system felt like it had prior. He got a discomfort around the chest when he would turn the system on prior as he was programmed on the impeded electrodes. Issue resolved today. The manufacturer representative (rep) indicated they would send any further information as they become aware.